Event description:
It was reported that this patient was admitted to the hospital following chest discomfort post device implant of this right atrial (ra) lead. There was a subsequent diagnosis of carditis and effusion. An x-ray and cardiac ultrasound were performed and was inconclusive with suspicion of atrial lead micro-perforation. The atrial lead measurements show a significant decrease in p wave sensing from 3.0mv (millivolts) at implant to 0.3mv and an increase in atrial pacing threshold from 1.3v (volts) at 0.4ms (milliseconds) to 3.2v at 1.5ms. The atrial pacing impedance has remained steady around 600 ohms. The ra lead was reprogrammed with increasing the atrial sensitivity to 0.15mv and the atrial pacing outputs to 5.0v at 1.5ms. The physician elected to have the patient remain in the hospital due to a possible atrial lead revision procedure. At this time, the lead remains in service. No additional adverse patient effects were reported.